Event description:
In 2001 reporter states via e-mail that "explosion of the rt1 producing sparks that they leave out through the ventilation grille". Reporter is requesting a new power board and circuit breaker. In 10/2001 via e-mail the reporter states that there was no patient at the time of the incident. This occurred while testing the unit in the service department at the dealer's office.